Event description:
Pt had revision of their left total knee in 2002 for the same problem, locked left total arthroplasty. Pt is now almost 8 weeks postop. All of a sudden last night it locked in position once again. In 2003 closed reduction of posterior dislocation of tibia on the femur and application of knee immobilizer. 2003 to surgery for revision of left total knee arthroplasty dislocation of posterior stabilized tibia from the femur. Surgery-revision of left total knee arthroplasty with reduction & exchange of polyethylene spacer.